Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out-of-range pace impedance measurements in addition to noise and oversensing resulting in pacing inhibition; the patient did not experience asystole of two seconds or greater. A lead fracture was suspected due to clavicular crush as visualized via fluoroscopy. Noise was also observed approximately two years prior on this rv lead, though no changes in pace threshold or impedance measurements were noted at that time. A revision procedure was performed wherein this lead was surgically abandoned and device explanted. A new system was implanted opposite the chronic site. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.